Event description:
There was no patient involved in this event. This device was reported to have all it's battery and electrode contact pins broken.

Manufacturer narrative:
A close inspection of the pad device revealed all four pogo-pins had been sheared off. This would have resulted in no power getting to the device and the user would have been alerted by not being able to power on the device. The damaged pogo-pins were likely caused by improper insertion of the pad-pak by the user. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.